Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the jka antigen. Satisfactory results were observed. Per the customer, the only indication that the patient had a possible transfusion reaction was the weak positive dat result (weak to 1+). Ocd medical affairs has concluded that based on the information provided by the customer, this event does not meet the FDA definition of a serious injury.